Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to excessive force or torsional/bending overload.

Event description:
It was reported that patient underwent shoulder procedure on (B)(6) 2015. During the procedure while implanting the anchor screw, the anchor tip fractured and a portion remained in the patient's bone. The other portion of the tip was removed and another anchor was utilized to complete the procedure.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.